Event description:
A ds2adv auto CPAP device was returned to a service center for service. There was no report of patient harm or injury. There was no report of medical intervention. During the evaluation of the device, the service center visually inspected the device and found pca short, ui bezel flat cable burnt. There was no evidence of foam particles or degradation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.